Event description:
It was reported that on an unknown date in 2019, a 19mm trifecta valve was implanted in the patient. During routine annual follow-ups, early signs of deterioration were identified last year. The patient experienced shortness of breath, constant fatigue, dizziness, and chest pain.

Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.